Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the severely calcified left hand blood vessel. After the wire was crossed the lesion, a 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, when pressure was increased at about 2 atmospheres, a pinhole rupture was confirmed in fluoroscopy. The procedure was completed with a different device and there were no patient complications nor injuries reported.